Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated and is doing well. This is the final report.

Event description:
It was reported that the recipient experienced a gusher during initial implant surgery. The gusher was repaired and the recipient was successfully implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.